Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the head-tip of 8x60 80 smart control self-expanding stent (ses) was fractured (still in piece) and was unable to be released. There was also difficulty tracking the device to the lesion. There was no reported patient injury. The procedure was performed at the target lesion in the biliary tract. There was no damage noted to the packaging of the device. The device was stored and prepped as per the instruction for use (IFU). Prior to insertion, the stent was verified to be contained within the outer sheath/introducer of the system. There was no difficulty crossing the lesion. There were no kinks/bends noted after the device was removed from the patient.

Manufacturer narrative:
The head-tip of 8mm x 60mm 80cm smart control self-expanding stent (ses) was damaged and it could not be released. The device was fractured but still in one piece. The target lesion was in the biliary tract. There was no vessel tortuosity noted and the device was not used for a chronic total occlusion (cto). The stent was verified prior to insertion and was contained within the outer sheath/introducer of the system. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy. Prior to insertion, the stent was verified that it was contained within the outer sheath/introducer of the system. There was difficulty in tracking the lesion. There was no difficulty crossing the lesion. There were no kinks/bends noted after the device was removed from the patient. There was no reported patient injury. As per the instruction for use (IFU)the user was able to hold the handle of the smart control (sds) flat and straight outside the patient. There was no damage noted to the packaging of the device. The device was stored and prepped as per the instruction for use (IFU). The product was returned for analysis. A non-sterile unit of ¿ses smart control 8x60 80¿ was received for analysis inside of a clear plastic bag. The stent of the device was noted to be not deployed still mounted on the device. No other damages or anomalies were noted. Dimensional analysis results were found within specification. Functional test was performed and the stent deployment process was initiated by rotating the tuning dial with the thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position until it reached the expected stroke length and the distal end of the stent was deployed. Then, the deployment lever was pulled back to unsheathe the remainder of the stent. The deployment stent process was continued until the stent was fully unsheathed/expanded out of the sds. The stent deployment functionally test was carried out successfully and no anomalies were observed. A product history record (phr) review of lot 17783201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system - tracking difficulty" could not be evaluated due to the nature of the complaint. The dimensional analysis results were found within specification. The reported ¿stent ¿ fractured in patient¿ was not confirmed. The stent deployment functionally test was carried out successfully and no anomalies were observed during the process. Also, the stent was inspected observing no damages. The exact cause of the reported event could not be conclusively determined during the analysis. Procedural or handling factors might have contributed to this issue. According to the IFU, which is not intended as a mitigation of risk, ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers distal to the target lesion and proximal placement marker proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve on the handle must be loosened to allow free movement of the pusher tube. Deploy the stent. Stent deployment must be performed under fluoroscopic guidance. Grip the outer sheath and handle with one hand and the pusher tube with the other. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded. Note: the proximal placement marker may move during the stent deployment and may not coincide with the location of the proximal stent markers after deployment. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent¿. Neither the product analysis nor the phr review suggests that the event could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Event: additional information received indicates that the vessel level of tortuosity is none. The device was not used for a chronic total occlusion (cto) lesion. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The handle of the smart control sds was hold by the user flat and straight outside the patient. A review of the manufacturing documentation associated with lot (17783201) presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.